Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set detached from her body. At the time of the event, her blood glucose level was 153 mg/dl. There was no damage to the infusion sets when the package was first opened. Reportedly, they replaced the infusion set and resumed insulin successfully. No further information available.